Manufacturer narrative:
Product event summary: reviewed and confirmed / updated rfr, hazard, and conclusion codes. A good faith effort for follow-up was completed. The ipg remains implanted. The event did not allege a potential manufacturing issue; therefore, a DHR review was not required for the ipg. The event was reviewed for existing investigations and none applied. The event was reviewed for known inherent risks listed in product labeling and event applies to known event trend adverse change in voiding function - bladder because it was reported that the patient had symptoms of retention. Reviewed for escalation to ncet and escalation was not required. Event is included in monitoring for known inherent risks as disclosed in product labeling. The investigation of the ipg is inconclusive because the cause of the lack of therapeutic effect is unknown. Concomitant product: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va0l8cf, implanted: (B)(6) 2014, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information reports stimulation not controlling bladder issues. The patient had an neurostimulator programmer with an antenna and states the stimulation was working fine, but she has lost the sound. She was currently on program 2 at 6.5 amplitude. The patient usually goes up and down depending on if stimulation was too strong or not. She usually goes down to 6.0 when laying down. She noticed a couple of days ago, that the programmer was not making the beeping sound. The patient was able to navigate the programmer and turn sound back on. She was implanted in (B)(6) and in the winter she tends to lose weight. She began to gradually lose weight many months after implant. She needed to turn up stimulation because sometimes when she was laying down, it becomes a little uncomfortable for her and she turns it down then turns it back up when she was up and moving around. The patient reported since her back and shoulder issues in 2010. She had a neurogenic bladder and bowel. The patient still had to self-catheterize and wear pads. The stimulation had helped a lot with the bowel issues but not, so much with the bladder issues neurogenic bladder.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reports the patient was not able to adjust stimulation. A loss of therapeutic effect and a loss of bowel control were reported. The patient was getting upper limit screen when increasing stimulation. Patient had not been able to adjust for about a week. The patient had return of bowel symptoms for about a week. Feeling stimulation in her leg when she lays down. The doctor seemed to think everything was ok. She had lost weight. She was at 6.5 on program 2 and the patient sees the lightening bolt which indicates the stimulator was on. Her bladder was gone.

Event description:
It was reported that the patient had their implantable neurostimulator (ins) put in on (B)(6) 2014 and they were not sure if they were increasing stimulation too slowly or too fast. The therapy was helping with their bowels but they were not having as much success with their bladder retention. It was noted that the patient thought they had a long way to go since it had been 4 years since their accident and they had had issues with the bladder. The patient went up a couple of numbers every day. It was stated that the patient felt the stimulation now and kept track of their symptoms. When the patient increased stimulation it had even been helping with pain and their entire left side was numb but they didn¿t have the hot nerve. It was reported that the patient had nerve damage from the waist down on the left side and their right was still paralyzed and hurt. When the patient was doing the trial they instantly had 2 bowel movements and didn¿t have to urinate as much. It was noted that the patient¿s health care provider (hcp) did talk to them about the different programs and they had tired different programs as well. The patient thought they had activated different programs. The patient would see their hcp in a couple of months. It was stated that the therapy had never really helped their bladder. It was later reported that the patient was unable to adjust stimulation. The patient could not increase stimulation due to the stimulator being off. The patient was able to turn the stimulator on and increase stimulation while on the call. The patient pushed a button the night prior and did not know what it did. Stimulation was still only helping a little with their urinary issue. Additional information received reports the patient lacked basic understanding of patient programmer use. Caller indicates there were no known accident or incident related to this complaint. Symptoms reported had sudden onset. A problem with the patient programmer was reported. This action resolved the reported issue. She was implanted for both conditions but mainly fecal. It hadn¿t worked for the urinary symptoms because the patient has a neurogenic bladder condition and doesn¿t produce urine and the patient has to catheterize. They were hoping it would help with the urinary but it hadn¿t. She was paralyzed prior to implant and said she was walking around, slowly and using a cane. She has a programmer and can¿t seem to find a position to place it on and thinks she may be doing something wrong with the programmer. The patient does turn stimulation down at night sometimes. She was trying to increase to stop the bowels from going to the bathroom. Sometimes when she goes to the bathroom its perfect and other times there was residual. She did turn it down to 5.8 volts last night and usually has it up around 6.1volts was what she usually uses during the morning. She wants to increase the setting but cannot get it to work and needs assistance with her programmer. She does have a burning sensation and pain up above and slightly below where the stimulator was located and thinks it may be her because that side was numb and sometimes feels sensations that it was burning. The burning sensation and pain started about a week ago. It¿s not bad pain it¿s just aggravating. The patient was scheduled to see healthcare provider on (B)(6) 2014 for regular checkup. She gets sick sometimes and can¿t go out. She turns on the programmer and gets the smiley face (synch) screen and then hits the gray synch key and it keeps saying neurostimulator icon and wonders what she has done wrong. The patient never changed the programmer batteries and can get another set. After changing the aaa programmer batteries it resolved the issue of the patient being able to adjust her setting up to 6.1 volts with lightning bolt. The patient programmer hadn¿t been dropped or gotten wet. The patient started having issues with using the programmer the day before reported event date. Patient couldn¿t adjust with her programmer. She lost a little weight (5lbs) and wondered if that was contributing to the pain and burning around her stimulator area as she described slightly above and below. Otherwise she doesn¿t feel the ins (stimulator) back there. The only time she has the burning and pain sensation generally was when the patient lays down and has to put a little lidocaine patch below it and not directly over the ins(stimulator) to help. She was going through some things with her skin and was thin. The symptoms started suddenly. Patient then states she has never used the button that changes to a new program and inquired if she should be changing to a new program because sometimes depending on what she does, what she eats etc (etcetera). Her bowel symptoms change. Issue with programmer was resolved and she was able to use her programmer to adjust her settings.